Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One rfa2030 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The water circulated normally through the sample however the sample did not read the temperature properly. The needle was removed and the solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device was used to left side of s3. There was no problem confirmed before the event but after output with 60w, the temperature was changed to 10, 30, 100 quickly and output stopped. Electrode was disconnected and connected, pump and water was checked to be no problem but the temperature was still unstable and output was not performed. After 30 min, needle was moved up 1cm from the original position and started with 40w, it was started to ablate. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was used to left side of s3. After output at 60w, the temperature changed to 10, 30, and then 100 quickly and output stopped. The electrode was disconnected and connected, the pump and water were checked and were found to be working correctly. However, the temperature was still unstable and there was no output. After 30 minutes, the needle was moved up 1cm from the original position and output started at 40w. The device then correctly ablated and the procedure was completed with no patient injury.